Event description:
It was reported that right atrial (ra) lead was explanted since it had dislodged, which was confirmed through xray. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that right atrial (ra) lead was explanted since it had dislodged, which was confirmed through xray. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.